Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. Based on the service evaluation, the automatic inflation failure was confirmed. The fse replaced the drive valve assembly ( mannifold drive (0104-00-0018)) after the replacement, the device was functionally tested according to factory specifications and released for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address/telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs100 intra-aortic balloon pump (iabp) had automatic inflation failure. There was no patient harm.